Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one endeavor sprint stent in the rca and one endeavor sprint stent in the 1st obtuse marginal. During a staged procedure one endeavor sprint stent was implanted in the lad. Approximately 30 months post index procedure the patient expired, death was cardiac. Cause of death is unknown. Investigator assessed that the event was not related to the study device.